Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by phone that a tampon came apart during removal and pieces remained inside the body. She is confident she was able to remove all of the pieces. This event occurred with one tampon. She did not seek medical assistance, and has no plans to do so. Consumer reported she was fine, no further follow-ups are tasked.